Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error on 5/15/2025 at 12:14 where the epinephrine on the same patient was programmed from 0.25 mcg/kg/min to 3 mcg/kg/min instead of 0.3mcg/kg/min. There was a soft guardrail limit which appeared to be overridden and started for less than a minute and then changed to 0.3mcgkg/min. This was reported to bd representatives during the site visit. There was patient involvement, but the outcome is unknown. The product enhancement request due to the above programming error is to allow programing of the leading zero. Currently, you can only program .3, not 0.3. When you try to program with the leading zero it provides an error message but then does not input the decimal place. This is sometimes missed and therefore the 0.3 is entered as 3 as in the above scenario. Nurses would like to program as it is ordered with the leading zero.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of a programming error was not confirmed, as no devices were returned for investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. The alaris¿ system user manual 12.3.2 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported programming error could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error on 5/15/2025 at 12:14 where the epinephrine on the same patient was programmed from 0.25 mcg/kg/min to 3 mcg/kg/min instead of 0.3mcg/kg/min. There was a soft guardrail limit which appeared to be overridden and started for less than a minute and then changed to 0.3mcgkg/min. This was reported to bd representatives during the site visit. There was patient involvement, but the outcome is unknown. The product enhancement request due to the above programming error is to allow programing of the leading zero. Currently, you can only program .3, not 0.3. When you try to program with the leading zero it provides an error message but then does not input the decimal place. This is sometimes missed and therefore the 0.3 is entered as 3 as in the above scenario. Nurses would like to program as it is ordered with the leading zero.